Event description:
On (B)(6) 2012, customer reported that the access 2 section of the dxc 600i generated an erroneously elevated accutni result of 0.12 ng/ml, which was within the risk stratification range. This result was reported out of the laboratory. However, it was questioned by the patient's physician, so it is believed that there was no change to, or impact on, patient treatment. The sample was analyzed on the laboratory's alternate access 2 and a result of 0.01 ng/ml was obtained, which was within the normal reference range. All system parameters (including quality control (qc), calibration, and system check) performed within the assay/instrument specifications prior to the event. Qc and system checks failed after the event occurred. The instrument was taken out of service by the customer in response to the failed qc and system checks. Customer reported that the sample was drawn into a non-gel lithium heparin plasma tube and there were no sample integrity issues noted by the testing tech. The sample was centrifuged in the laboratory's stat spin centrifuge at 7200 rpms for 3 minutes. A (B)(4), was dispatched to the customer site in response to this event. (B)(4) performed a major preventative maintenance and additional troubleshooting/adjustments. A beckman coulter senior clinical systems engineer (engineer) was dispatched to the customer site on (B)(4) 2012 to assist with validation following the service performed by (B)(4). No major hardware issues were reported by (B)(4) prior to the validation process. Engineer performed a mandatory incubator belt modification. Following service, engineer performed a high sensitivity system check, dil test, and precision test using all levels of accutni qc. All results were within assay/instrument specifications. The failure mode of this event is unknown.